Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using the bd ultra-fine¿ pen needles medication could not be administered. The following information was provided by the initial reporter: faulty needles sku 320477 3 out of 10 needles faulty, not working and unable to administer medication, lot 2334903. Unknown as to where needles were sourced from notification via phone and email of outcome.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd ultra-fine¿ pen needles medication could not be administered. The following information was provided by the initial reporter: faulty needles sku 320477 3 out of 10 needles faulty, not working and unable to administer medication, lot 2334903 unknown as to where needles were sourced from notification via phone and email of outcome.